Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as redness. The skin is not bleeding but the skin is broken. The patient does have a history of sensitive skin and dry skin. There was no alleged device malfunction contributing to the irritation. It's unclear if the nurse who spoke with support services, applied any creams or ointments to the skin irritation. Follow up indicated that the skin irritation improved.